Manufacturer narrative:
The reported event of high capture threshold was not confirmed. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged. After cleaning, the helix was able to extend and retract.

Event description:
It was reported that during an implant procedure, the right ventricular (rv) lead exhibited high capture threshold and the helix would not retract correctly. A new rv lead was implanted successfully. There were no patient consequences .